Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a vibratory alert for possible unexpected battery drain on his implantable cardioverter defibrillator. The device was then successfully replaced on (B)(6) 2018. The patient tolerated the procedure well and was noted to be in stable condition post procedure.